Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds and the physician was unable to recapture the device. It was reported that the patient experienced tamponade and pericardial effusion. Drainage was performed. The device was implanted and remains in use. No further patient complications have been reported as a result of this event.